Event description:
Pump was reported to overinfuse ativan during clinical use in the ICU. A bag of ativan, 50mg/35ml to equal 50ml of fluid, was programmed to infuse at a rate of 3 ml/hr to infuse a total of 50ml. The infusion was started at 8:00 and approximately 2 hours later at 10:00, the bag had only 5ml left but the pump noted the amount left to infuse was 45ml. Pt was monitored but no additional medical intervention was needed and no adverse outcome resulted.